Event description:
The customer reported that the diff scatter parameter recovered low and out of specification on the latron control on a coulter lh 750 hematology analyzer. The customer contacted customer technical support (cts) and a cts representative led the customer through troubleshooting procedures, which addressed the issue and left the instrument operational. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Although the customer performed troubleshooting procedures and the instrument was operational, a field service engineer (fse) evaluated the instrument onsite on (B)(4) 2015. The fse found that the problem was caused by a light scatter pre-amplifier failure. The light scatter element and pre-amplifier were replaced and aligned to resolve the issue. (B)(4).

Manufacturer narrative:
The light scatter (ls) preamplifier was returned to beckman coulter for evaluation. The subassembly passed all testing per procedure, and the malfunction could not be duplicated. Therefore, the cause of the latron control issue is unknown.